Event description:
Distributor requested repair of an ambulatory infusion pump due to "failed accuracy test +9.8%, screen damage". No patient details were provided.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "failed accuracy +9.8%, screen damage ". Visual inspection found the pump to be in good physical condition with a scratched lens. Indications from event log show that customer did 3 volume accuracy tests. The customer's reported problem was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/- 6%. Visual inspection did not confirm customer's reported problem.